Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial, dry and with residue on lens. Visual inspection found the lens haptic bent with resident on lens. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.2mm, vticm5_13.2, -12/2.0/2 (sphere/cylinder/axis), implantable collamer lens into the patients left eye (os) on (B)(6) 2019. The patient was dissatisfied with the quality of vision after icl implant. Therefore, on (B)(6) 2019 the lens was explanted. It was reported that the patients current condition is good, the problem resolved after explant. The patients condition returned to the preoperative condition.